Manufacturer narrative:
Block d2b: additional pro code qon. Block g4: additional premarket / 510 (k) p190006.

Event description:
It was reported that the patient with this implantable neurostimulator began to experience pain in the lower back, tailbone area, and implant site. Pain persisted with stimulation off; however, it was confirmed there were no impedance issues. During the explant surgery of the neurostimulator it was observed that the device had flipped within the pocket. Device was explanted successfully. No further patient complications were reported.